Event description:
(B)(4). It was reported that during a stenting treatment procedure, lesion disruption (stenosis) occurred. The presented due to silent ischemia and cardiac catheterization was recommended. Coronary angiography revealed severe stenosis in the mid right coronary artery (rca) and moderate, diffuse proximal disease of the rca. The first, 90% stenosed, 10 x 3mm target lesion was located in the mid rca and was treated with pre-dilatation and placement of a 3.0 x 12 mm ng promus stent. Following post-dilatation, residual stenosis was 0%. Following stent placement, it was noted that there was some "deterioration of the very proximal part of the rca possibly due to stent passage". This area was treated with pre-dilation using a non-bsc balloon which resulted in a non-flow limiting dissection. A 3.5 x 28 mm ng promus stent was placed in overlapping fashion with the previous study stent with excellent results. The 3.5 x 28mm ng promus stent also treated the second, 70% stenosed, 20 x 3.5mm target lesion located in the proximal rca. Following post-dilatation, residual stenosis was 0%. The patient was discharged the same day on clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).